Event description:
Reporter noted corneal burn occurred during phaco. Changed out tip to complete procedure. Sutured wound to close. Dr stated caused striae. Pt may have astigmatism post-op.

Manufacturer narrative:
Waiting for tip eval results. Customer was contacted regarding possible causes of thermal injuries.